Manufacturer narrative:
The two certain® gold-tite® large hexed screws (ilrghg) and an unknown biomet implant were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No preexisting conditions were noted on the per. The reported product was located on tooth # 10 (universal) and used for unknown period of time.the customer has not provided additional pictures or x-ray images of the product. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the ilrghg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/ CAPA /hhe/d/ie/product holds for the reported product. August post market trending was reviewed and there were no negative trends or corrective actions for the reported events (screw fracture + stuck components) or product (ilrghg). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up." H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report. Fractured screw pieces were discarded. No serious injury has been reported at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported a screw fracture (ilrghg) inside the implant. Fractured screw piece could not be removed and got stuck inside the implant. Doctor will try to remove the fractured piece another time. Implant remains implanted.